Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from the health care professional (physician assistant). This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after 8 days patient had worse pain in her knee, also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rsl021; indication and expiration date: not reported) in the right knee. On (B)(6) 2017, 8 days after receiving the injection the patient had worse pain in her knee. Corrective treatment: tramadol hydrochloride (tramadol) for worse pain in her knee. Outcome: unknown for worse pain in her knee. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment for follow up dated 19-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain in knees. The events are temporally related with the device and therefore causal relationship with the device cannot be ruled out completely.